Event description:
It was reported that during an unk procedure, the balde is broken off and fell into pt; could be removed. No further info is available. Unk how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.